Event description:
Customer's mom states the advantage system is giving discrepant results. Reports a "lo" (result <10mg/dl) and a "hi" (result >600 mg/dl) five minutes apart. No symptoms to match the readings and no medications based on these readings. No adverse event reported. Requested return of suspect device and replacement was sent.